Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was at 38 mg/dl and the insulin pump screen remained blank after inserting new batteries. The customer treated for her low blood glucose with food and juice. The customer received a battery out limit alert after replacing the battery. Troubleshooting was performed for the low blood glucose. The customer stated that there was a glitch in the priming rewinding process and the numbers would not increase on the screen. The customer was advised that this was acceptable and she did not need to reprime the insulin pump. The customer stated that the insulin pump had gone through an airport x-ray in the past and she was advised against doing this in the future. Customer was advised to speak with her healthcare provider about her low blood glucose. Nothing further reported.